Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device was not working, and it failed for trigger test and check off/ forward/reverse mode assessments. During service/repair, it was determined that the electronic control unit (ecu) wire contacts were corroded and the electromotor had some debris and contaminated grease on them. It was further determined that other components were also damaged, corroded, and had some debris on them. It was determined that the issues were consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery reamer/drill device was not functioning. During in-house engineering evaluation, it was observed that the device failed the trigger test (failed for sticking trigger). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However it was reported to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.